Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pump turns off even if plugged in. The unit was triaged and the reported issue was confirmed. The pump had a blown fuse, which means the unit was most likely subjected to an unusually high voltage source. The most probable root cause is categorized as customer misuse, where the customer most likely used an unauthorized power supply. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017 unit was turning off even if plugged in during testing. No patient involved. Additional information is not available.